Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. No pre-analytical or instrument-related issues were identified. The investigation was limited as the patient sample material was not provided for further analysis. The root cause was attributed to sample-specific discrepancies. The customer was advised to perform confirmatory testing, such as western blot, to clarify the clinical picture of hepatitis c status.

Event description:
The initial reporter alleged discrepant reactive results for four patient samples tested with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. For patient 1, the initial result on (B)(6) 2022 was 1.32 coi (reactive). A re-run on (B)(6) 2022 yielded a result of 1.03 coi (reactive). Elisa hepatitis c virus (hcv) antibody testing performed on (B)(6) 2022 was negative. For patient 2, the initial result on (B)(6) 2022 was 20.1 coi (reactive). A re-run on the same day yielded a result of 20.4 coi (reactive). Elisa anti-hcv testing on (B)(6) 2022 was indeterminate, with a recommendation to consider hcv rna testing. For patient 3, the initial result on (B)(6) 2022 was 3.32 coi (reactive). A re-run on the same day yielded a result of 3.28 coi (reactive). Elisa anti-hcv testing on (B)(6) 2022 was indeterminate, with a recommendation to consider hcv rna testing. For patient 4, the initial result on (B)(6) 2022 was 2.22 coi (reactive). A re-run on (B)(6) 2022 using an edta sample yielded a result of 2.11 coi (reactive). Elisa anti-hcv testing on (B)(6) 2022 was indeterminate, with a recommendation to consider hcv rna testing.